Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.50/+1.0/177 (sphere/cylinder/axis), (implanted vertically) in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with another same model/length but different diopter lens (implanted horizontally) and the problem was resolved. The cause of the event was unknown.